Event description:
"The patient was implanted the infusion port for more than 4 years, and the doctor immediately performed surgery to remove the infusion port after discovering a broken catheter."

Manufacturer narrative:
Note: product reference: 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport reference: 4433742 from batch: 36968594. This batch corresponds to the batch received upon product return and differs from the batch initially reported in the complaint description (batch: 36978658). Device history record: the batch record, number: 36968594 was reviewed: the batch is within the specifications and no discrepancy related to this incident was observed during inspection steps. No other similar complaint was reported on the units of this batch released in october 2020. Summary of investigation: picture, and x-ray video were transmitted. The questionnaire regarding the access port incident was completed. One celsite babyport from batch: 36968594, was returned for investigation. Questionnaire review: the device was implanted for 4 years and 10 months via subclavian vein. X-ray video review: x-ray video review shows retrieval of the migrated catheter fragment. Visual inspection of the returned device: access port housing: some blood traces were detected. Around 15 puncture marks were visible into the silicon septum. Catheter: received in 3 parts. One catheter segment was received connected to the access port housing with its connection ring. It measured approximately 1.5 cm. The distal segment corresponding to the migrated catheter measured approximately 12.8 cm. A third segment measured approximately 0.5 cm and was covered with fibrin. The entire catheter exhibited an aged and calcified appearance, and the catheter markings were no longer visible. The rupture surface was rough and ovalized, indicating that the catheter had been subjected to crushing or pinching stresses at the rupture site. Residual longitudinal cracks were observed on the catheter wall, suggesting that crack initiation and propagation occurred prior to the complete catheter rupture. Connection ring: a connection ring was threaded onto the catheter, connected to the access port exit cannula. The anti-kinking part was disconnected and was not returned with the device. Picture review: the pictures were taken during the removal procedure. The anti-kinking part of the connection ring is visible while the access port is still implanted in the patient. The device appearance is consistent with the returned sample, showing a catheter rupture located distal to the connection ring. Dimensional measures: the dimensions below were verified on the returned sample: outer and inner diameters of the catheter, all the measured dimensions are compliant with the defined specifications. Tensile test on sample: a tensile test was performed on the catheter involved. The result is compliant with the applicable requirements, as the rupture force obtained is higher than the minimum force specified in iso 10555-6. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified. They are compliant with the defined specifications, and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the performed investigation supports the hypothesis that the catheter rupture resulted from the catheter being angulated, kinked, or pinched at the rupture site, leading to progressive mechanical degradation and eventual complete rupture over time (4 years and 10 months). This hypothesis is supported by the rough, ovalized rupture surface and the presence of residual longitudinal cracks, which suggest crack initiation and propagation prior to the final rupture. The aged and calcified appearance of the catheter is consistent with the long implantation duration of approximately 4 years and 10 months. IFU specifies several recommendations concerning the positioning of the catheter during implantation to avoid this phenomenon and how to avoid it. Conclusion: the investigation supports the hypothesis that the catheter rupture was associated with the application of mechanical stress at the rupture site. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. It is a rare incident. No corrective action is envisaged for the moment.